Event description:
It was reported that during a level l4-s1 with pangea spirit, side (l4-s1) by side (l4-s1) procedure, the surgeon was unable to tighten the locking cap. The problem was only on one side. Every locking cap was fixed by the quarter turn. Locking caps in l4 and l5 were easy to tighten. It was impossible to tighten locking cap in s1. Doctor tried a few times and also with some pressure. Then he decided to check the locking cap. It was not fixed anymore. Also with a new locking cap it was impossible to tighten. The surgeon had to replace screw in s1. The technique guide was followed throughout the procedure. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the screw cap has visible deformation. It is possible to be unable to tighten locking cap if the rod curve is insufficient, so that the locking cap cannot be completely reduced. The screw could also be positioned too far down. Screw was not properly reduced when inserted with screwdrivers. The device evaluation leads to the conclusion that the quarter turn was too far causing the deformation on the screw cap. When the locking screw was screwed in it was loosened from the outer part and screwed in further than necessary. This is a further indication that the cap was not reduced properly.